Manufacturer narrative:
Additional information was received on september 10, 2024. Replacement with non-mentor implants was performed. In addition to the right sided capsular contracture reported initially, left sided rupture was discovered with explant. This report relates to the right prosthesis. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 350cc smooth mentor memorygel breast implant experienced right-sided capsular contracture postoperatively, baker grade unknown. The patient has consulted with a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.